Event description:
It was reported to baxter united kingdom that the home choice machine sounded system error 2240 and 2367 in dwell 2/5. The home patient (hp) was connected to the machine. Rn stated a clamp was open on a unused line. Tsr assisted with troubleshooting and getting the set out. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect prior to the alarm or observed air. All bags were properly connected. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the home patient (hp) would complete therapy with manual supplies. The sample was not available for evaluation. No clinical consequences for the patient were reported

Manufacturer narrative:
(B(4). (B)(6). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore, no batch review could be performed. The complaint was confirmed. The cause of the system error 2240 was use error. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. There was no reported device malfunction therefore, no further investigation will be performed.